Manufacturer narrative:
The product was returned for investigation. The guidewire port area had a scratch and leakage found. The reported events were thought to be caused by damage to the product from handling prior to use or damage from contact with other device during use, but the detailed cause could not be determined. No abnormalities were found in the manufacturing records. The instructions for use (IFU) contain general instructions for use, warnings and precautions related to the device, and information to make you aware of potential complications that may occur and other events similar to this event. This report does not imply an admission by anyone that the product referred to in this report is defective. No complications have been reported, but this event is being reported cautiously because balloon rupture or shaft leakage is known to have the potential to cause adverse events.

Event description:
It was reported that leakage had occurred from the shaft. The balloon used for the 75% rca stenosis lesion could not be inflated, so when checked outside the body, leakage from the shaft was confirmed. Then the balloon was replaced and the procedure continued. No complications were reported.